Event description:
Patient reported that her current pump started giving off alarm (unspecified alarm) and stopped infusing. Patient was at work and was unable to switch to the back up pump. Patient stated that the screen was saying pump stopped and to select acknowledge to proceed. Confirmed with pt no visible occlusion with tubing or cassette. Advised pt to select acknowledge, after which pt stated the screen now displayed option for programming. Advised pt to keep proceeding and pt confirmed the pump indicated 28 hours remaining and now infusing again. No replacement needed since pump is now working. The reporter did not provide the serial number. However, per our records there is a reasonable possibility the serial number in question may be the following: (B)(6). No further information provided. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? N/a. Did we replace device? No. Did the patient have a backup device they were able to switch to? No. If yes, was the patient able to successfully continue their infusion? N/a. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Diangnosis for use: pah.